Event description:
It was reported that this patient's communicator displayed a red call doctor icon. Upon analysis of device data of this pacemaker, it was found that there was an alert for right ventricular (rv) lead pacing impedance measurement greater than 3000 ohms, which was out-of-range. This triggered a lead safety switch (lss) from bipolar to unipolar configuration. No adverse patient effects were reported. Patient had contacted clinic and was referred to boston scientific technical services (ts). Ts provided troubleshooting for communicator and referred patient back to clinic for further evaluation. Currently, this pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's communicator displayed a red call doctor icon. Upon analysis of device data of this pacemaker, it was found that there was an alert for right ventricular (rv) lead pacing impedance measurement greater than 3000 ohms, which was out-of-range. This triggered a lead safety switch (lss) from bipolar to unipolar configuration. No adverse patient effects were reported. Patient had contacted clinic and was referred to boston scientific technical services (ts). Ts provided troubleshooting for communicator and referred patient back to clinic for further evaluation. Currently, this pacemaker remains in service.